Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that two days post implant, the implantable cardioverter defibrillator (ICD) exhibited a possible telemetry issue with some intermittent data available. The device remains in use. No patient complications have been reported as a result of this event.